Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they customer hospitalized due to low blood glucose on (B)(6), 2021. The low blood glucose level was 47 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. It was unknown about using auto mode or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information has been updated and provided in this report.

Event description:
It was reported that the customer went to the hospital and was not hospitalized. Customer did not allege over delivery. The insulin pump does not have auto mode feature. Customer reported forgetting to rewind her insulin pump and locking in her new filled reservoir while it was attached to her.